Event description:
The reporter contacted animas on (B)(6) 2014 reporting history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 300mg/dl with nausea. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient did not receive any treatment above and beyond the routine care of diabetes management. Customer support (cs) reviewed the pump and all settings were correct. This report is being made due to the alleged history settings (inaccurate delivery) issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.